Event description:
It was reported that there was a connection issue between a locking titanium adapter and a non-baxter catheter. The reporter stated that the adapter had unscrewed from the catheter. The patient was connected at the time of the event. The titanium adapter was replaced and the patient was treated with prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During follow-up with the customer, it was reported that the involved titanium adapter was not a baxter product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.